Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the handle was broken during the attachment to the alliance gun. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the handle was broken during the attachment to the alliance gun. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information was received on january 22, 2026: the anatomy location was biliary duct.

Manufacturer narrative:
Block h2: additional information block b5 has been updated based on the additional information received. Block h6: imdrf device code a0401 captures the reportable event of handle break.